Manufacturer narrative:
(B)(4). The nominal outer diameter of the sheath associated with this event is 6.7mm. (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. A gore® dryseal flex introducer sheath was used for advancement and delivery of the devices from via left femoral artery. Post deployment of all devices the gore® dryseal flex introducer sheath was removed. Conclusion angiography showed a dissection of the left external iliac artery (leia). An epic stent was implanted to treat the leia dissection. The physician reported that the leia diameter ranged 4.0 ¿ 7.3 mm.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.